Event description:
It was reported that the pacemaker was explanted for an upgrade to biventricular implantable cardioverter-defibrillator (biv ICD). Venogram noted the patient had some mild stenosis of the left subclavian vein. The device was replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of mild stenosis could not be confirmed. The device was returned for analysis. Analysis found no anomalies.